Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and treatment to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was attempted with three proglide devices, using a pre-close technique, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, on all three proglide devices, when the plunger was removed, no suture was present. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. The patient had a dissection of the femoral artery. The physician stated the dissection was due to the proglide devices. Angioplasty and stenting was performed to treat the dissection. The physicians are trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.